Event description:
Caller states that the patient tested 4.1 inr and 3.0 inr on strip lot 416a-b5 using device uf0053435. Patient also reportedly tested 3.0 inr/2.8 inr on strip lot 396a-d1 using device uf0101228 during duplicate testing. All tests reportedly taken immediately following the other. Requested return of suspect device, however, caller states that strips lots are unavailable for return.